Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the request for configuration for ECG transmission. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the request for configuration for ECG transmission. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device on-site, restored the configuration, and returned it to full functionality. The fse restored device configuration to resolve the issue. It has been concluded that no further action is required at this time.